Event description:
Customer noted smoke coming out of the unit.

Manufacturer narrative:
Customer reported a burning smell and visible smoke while centrifuge was in use. Upon opening the unit, it was observed that the o-ring had popped out of the rotor and had melted inside the unit. There was no harm due to this incident and no one required medical attention. There were no reports of visible flames nor fire department being called.